Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronics assembly, corroded battery tube and corroded battery spring contact. Unable to perform all functional testing including the operating currents, self test and displacement test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Unable to confirm battery cap o-ring due to pump received without the original battery cap. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had fluid in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.